Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) explanted due to normal battery depletion and no malfunctions were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while their implantable pulse generator (ipg) was implanted, they experienced chest pain every day. The patient also experienced shortness of breath and leg pain. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.